Manufacturer narrative:
Product event summary: the analyst noted the full delivery system was returned with the device intact in the device cup. There was a leak in the handle while flushing. There was a leak at the junction of the flush tube and hose barb of the tether lock housing while flushing. The flush tube was loose on the hose barb of the tether lock housing. There are no anomalies found with the hose barb of the tether lock housing. The flush tube end was flared where the flush tube was pushed to fit onto the hose barb of the tether lock housing. There was a mechanical problem with the flush tube of the delivery system. The articulation of the delivery system was out of plane. Fluid pathway leak was observed on the delivery system. The lumen of the delivery system was torn. The delivery system inner shaft was mechanically kinked/bent. Correction to pes, h11 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operative the body of leadless implantable pulse generator (ipg) delivery system separated from handle. The ipg system was attempted/not used. There was no patient involvement. It was further reported that the delivery system was leaking saline from the handle.

Manufacturer narrative:
Product event summary: the analyst noted the full delivery system was returned with the device intact in the device cup. The analysis indicated that the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The delivery system inner shaft was mechanically kinked/bent. The analyst noted that the delivery system did not separate from the handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.